Event description:
As reported by the user facility: event: using IV set (B)(4), programmed 100ml to infuse in 1 hr, solution completed in 55 min. Stated "this has been occurring for awhile". No patient injury.

Manufacturer narrative:
(B)(4). Multiple attempts to obtain the device, logs and / or additional information were not successful. Without the actual device or logs, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the device, logs and/ or additional pertinent information becomes available, a follow up report will be submitted. Not returned to manufacturer.

Manufacturer narrative:
(B)(4). The actual device has not been received and the investigation is ongoing at this time. A follow up report will be provided when the investigation results become available. (B)(4).